Event description:
The subject device was implanted in 99 during a two level cervical fusion. On 2/9/00, it was found that the device had fractured. The surgeon does not intend to remove the device at this time.